Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding a falsely depressed vancomycin (vanc) patient sample result obtained on a dimension vista 500 system. Siemens healthcare diagnostics headquarters support center (hsc) reviewed the instrument data logs and the information provided by the customer. Calibration was within conformance and quality control recovery was observed to be within customer expected ranges on the date of testing. A potential product issue was not identified. The customer and system are fully operational. The cause of the event is unknown. The device is performing within specifications. No further evaluation is required. Mdrs 2517506-2022-00159, 2517506-2022-00160 and 2517506-2022-00161 are filed for the same event.

Event description:
A discordant falsely depressed vancomycin (vanc) patient sample result was obtained on a dimension vista 500 system between duplicate determinations on one sample. The discordant result was not reported to the physician(s). A higher result, considered correct was reported to the physician(s). Customer could not provide details of the system on which the correct result was obtained. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed vancomycin (vanc) patient sample result.